Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse noted reagent probe 2 (r2) failed bottom of cuvette (boc) alignment. The cse adjusted boc and realigned r2. The cse reran service methods testing (smt), which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found no reagent or instrument issues. The data indicated the test result in question was processed out of the same flex and well set as the correct result, indicating the issue is not related to a reagent non-conformance. Quality control (qc) was within the expected range and consistent with peer data. The issue was isolated to one sample. The hsc specialist stated the potential cause of this issue could be related to sample handling or sample integrity. The discrepant result was obtained from the same aliquot as the correct result, suggesting that the initial aspiration may have been affected by debris, fibrin or other particulate matter in the aliquot well. The cause of the discordant, falsely low glu is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was auto repeated, resulting higher. The sample was then repeated on an alternate dimension vista instrument, resulting comparable to the auto repeated result. The alternate instrument result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.